Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hypoglycemia on (B)(6) 2026. The patient¿s blood glucose level declined to 44 mg/dl while wearing the pod for an unknown duration. Symptoms reported include anxiety, nausea, difficulty speaking, lightheadedness, and dizziness. The patient took an antiemetic medication at home but eventually called 911 to seek medical attention. Emergency responders administered glucose gel for approximately 20 minutes. The patient was treated by a medical professional with additional glucose gel and was given a prescription for an antiemetic. She was discharged within 30 minutes. The pod was discarded.